Event description:
It was reported to depuy acromed that a slim-loc self-drilling screw has backed out about 2mm from its original position with the plate. This was observed on a follow-up x-ray approximately 4 months post-operatively. The patient is asymptomatic. The surgeon is not going to explant the screw and will monitor the patient. A complaint history analysis was performed on all slim-loc self-drilling screws and no other complaints have been reported. The part and lot number information was not reported. No further evaluation can be performed. A root cause of the event cannot be determined. No further action can be taken at this time.